Event description:
Potential for injury associated with a broken seat fold back pin on the crf manual wheelchair. This event could prevent user from having adequate upper body support and possibly cause user to unexpectedly fall back into a reclined position.